Event description:
The customer contacted the company's customer experience team via sms text messaging to report that they had experienced difficulty removing the device, and had sought medical assistance for removal at a local hospital. This was the first time the customer had used the device, and it had been in place for approximately 24 hours before they sought assistance. The customer stated that their treating provider used forceps to "remove the disc in pieces", and also informed hem that they would not have been able to remove the device on their own as it had "suctioned onto [their] cervix hard enough to cause significant bruising". The customer reported experiencing some pain prior to removal, but did not report any other adverse symptoms during or after removal of the device. The company advised the customer to follow the instructions of their treating provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.